Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-02970. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedance on both leads. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
As reported ¿adjusting strength. Could not deliver desired strength" was confirmed. As received, the octrode lead a had all its internal wires broken, that would cause impedance issues that will results in ineffective therapy and is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.